Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter broke. An angiojet solent proxi catheter was chosen for a venous thrombectomy procedure in the popliteal. A tissue plasminogen activator (tpa) infusion was performed in power pulse mode. When they were just finishing the tpa infusion and pulling out of the vessel, the catheter broke. At this time, the tip of the catheter was probably located in the popliteal and the area of the catheter that broke was outside of the body and outside of the sheath. They were going to do another run, but noticed that the tpa was spraying out of he catheter at a kinked point. The catheter had kinked and broken a hole outside of the body. The break and kink occurred at the same point on the catheter. It was unknown if the portion of the catheter where the break occurred was ever inside the patient as they were pulling the device out when the issue occurred. However, it was stated the kink was well outside of the sheath. They stopped the procedure. It was noted the patient was in no danger and sedated at this time. The following day, they went back in and completed the procedure with another device. The patient was okay and was going to probably be discharged the day after the event.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.: returned product consisted of a solent proxi thrombectomy system. The pump, shaft, and tip, were microscopically examined and no damage or irregularities were identified. Visual observations showed that the pump and supply line/effluent line was removed and was not returned with the device. Further observation also showed that the part of the manifold that attaches to the supply line/effluent line was broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that the catheter broke. An angiojet solent proxi catheter was chosen for a venous thrombectomy procedure in the popliteal. A tissue plasminogen activator (tpa) infusion was performed in power pulse mode. When they were just finishing the tpa infusion and pulling out of the vessel, the catheter broke. At this time, the tip of the catheter was probably located in the popliteal and the area of the catheter that broke was outside of the body and outside of the sheath. They were going to do another run, but noticed that the tpa was spraying out of he catheter at a kinked point. The catheter had kinked and broken a hole outside of the body. The break and kink occurred at the same point on the catheter. It was unknown if the portion of the catheter where the break occurred was ever inside the patient as they were pulling the device out when the issue occurred. However, it was stated the kink was well outside of the sheath. They stopped the procedure. It was noted the patient was in no danger and sedated at this time. The following day, they went back in and completed the procedure with another device. The patient was okay and was going to probably be discharged the day after the event.